Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis did not confirm the allegation. The lead resistances measured normal, a hipo test passed and inspection showed no issues. However, an induced, likely explant damage in which stretched and deformed conductor coil was noted, and the lead body curled that appeared to have been pulled with force.

Event description:
It was reported that the patient with this right ventricular (rv) lead manifested superior vena cava (svc) syndrome experienced swelling in the left arm. This was due to the lead that was placed in a collateral vessel. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead manifested superior vena cava (svc) syndrome experienced swelling in the left arm. This was due to the lead that was placed in a collateral vessel. The lead was explanted. No additional adverse patient effects were reported.